Event description:
The customer called because her doctor hadn't been happy with her hba1c results. She stated her blood glucose level was usually 150mg/dl or lower. She thought she was managing well. Customer service offered to assist. Customer service discovered that the meter was set in mmol/l. The customer had been reading the results as mg/dl readings. The customer had been adjusting her insulin based on the results. Customer service assisted the customer with changing the meter back to mg/dl and was sending a new meter.